Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. The reported event was confirmed via review of the controller log files, which revealed a controller fault alarms on the date of the reported event. Further analysis revealed the controller fault alarm as type "sys_uic_aps_failure"; controller faults of this type are caused by a leaky diode and are highly intermittent. Analysis of the device revealed that the device met specifications; the controller passed visual inspection and functional testing. The most likely root cause of the reported event is a faulty diode. The manufacturer has opened an internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are also instructed to contact the treating facility if they receive any of a list of certain alarms. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed.

Event description:
It was reported that the patient experienced a controller fault alarm. The patient's wife paged the facility and was instructed to perform a controller exchange. The patient's wife successfully exchanged the controller for the back-up controller. The patient went to the facility later that morning and was provided with a replacement for the back-up controller. There was no reported patient injury as a result of this event.